Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has a potential allergy to the implantable pulse generator (ipg) system component(s); the patient's sternal incision is not healing; it has dehisced multiple times since implant and they continue to have pyrexia of unknown origin, requiring medication treatment. Ipg and lead materials are being sent for allergen testing. The ipg system remains in use. No further patient complications have been reported as a result of this event.